Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1109192; d.4. Medical device expiration date: 30-apr-2026; h.4. Device manufacture date: 19-apr-2021; d.4. Medical device lot #: 1326350; d.4. Medical device expiration date: 31-dec-2026; h.4. Device manufacture date: 22-nov-2021; d.4. Medical device lot #: 2066145; d.4. Medical device expiration date: 31-mar-2027; h.4. Device manufacture date: 07-mar-2022; d.4. Medical device lot #: 2220410; d.4. Medical device expiration date: 31-aug-2027; h.4. Device manufacture date: 08-aug-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd insulin syringes 3/10ml 6mm the syringe is damaged and appears bent. 1 of 2 reported defects. The following information was provided by the initial reporter: we have purchased 324919 syringes from multiple lots and approximately since april 2022 we started seeing defective syringes in each lot we received. ...syringe body that leads to syringe head looking bent.

Event description:
It was reported that during use with an unspecified amount of bd insulin syringes 3/10ml 6mm the syringe is damaged and appears bent. 1 of 2 reported defects. The following information was provided by the initial reporter: we have purchased 324919 syringes from multiple lots and approximately since april 2022 we started seeing defective syringes in each lot we received. ...syringe body that leads to syringe head looking bent.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 14-jul-2023. H6: investigation summary: customer returned (4) 0.3ml 31g 6mm syringes from the lot# 2220410. It was reported by the customer that there appears to be a gap between syringe head and syringe body that leads to syringe head looking bent. The returned sample visually examined and observed a gap between cannula hub and barrel, leading to bent cannula hub (syringe bowed). A review of the device history record was completed all inspections were performed per the applicable operations qc specifications. Based on the return samples, embecta was able to confirm the customer indicated issue. No root cause determined at this time.